Manufacturer narrative:
Corrected field: d5, d9, g2, h6(health effect ¿ clinical code, health effect ¿ impact codes). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the system 98 intra-aortic balloon pump (iabp) had a low battery alarm. No patient harm, serious injury or adverse event was reported.